Manufacturer narrative:
Age at time of event: (B)(6). (B)(4).

Manufacturer narrative:
Device evaluated by MFR: there was blood and contrast in the hub and wire lumen. Inspection of the balloon revealed a pinhole in the balloon wall on the distal edge of the markerband. There was a shaft kink 35cm from distal tip. Inspection of the balloon presented no irregularities in the balloon material or the ro markers that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) treatment procedure a balloon rupture occurred. The 90% stenosed target lesion being treated was located in the moderately tortuous and calcified distal left circumflex (lcx) artery. The 15x1.50mm apex push balloon catheter being used for pre-dilation was advanced to the lesion and inflated 3 times. The first and second inflations were successful and lasted 10 seconds. On the third inflation the balloon ruptured at 10 atms after 10 seconds. It was also reported that the balloon catheter was pulled back into the guide catheter between inflations. The device was successfully removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention (pci) treatment procedure a balloon rupture occurred. The 90% stenosed target lesion being treated was located in the moderately tortuous and calcified distal left circumflex (lcx) artery. The 15x1.50mm apex push balloon catheter being used for pre-dilation was advanced to the lesion and inflated 3 times. The first and second inflations were successful and lasted 10 seconds. On the third inflation the balloon ruptured at 10 atms after 10 seconds. It was also reported that the balloon catheter was pulled back into the guide catheter between inflations. The device was successfully removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.